Manufacturer narrative:
The crossover solenoid assembly was tested and no failures were identified.

Event description:
The manufacturer's field service engineer reported a crossover circuit fault during testing following service on the device. No patient involvement reported.